Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia around 1 a.m., with the lowest blood glucose reaching 40 mg/dl and device low alerts occurring; the event was corrected with oral carbohydrates including juice and applesauce, and customer support arranged additional training to consider an overnight target adjustment. Symptoms included sweating and tongue numbness consistent with hypoglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.